Event description:
It was reported that a large volume infusor filled into the bottle instead of directly into the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the reported leak. The cause of the leak was determined to be missing filmwrap that was caused by the automated machine missing an operation. Should additional relevant information become available, a supplemental report will be submitted.